Event description:
The sales representative reported to olympus on behalf of the customer, the evis lucera gastrointestinal videoscope had insufficient ¿feeding¿ of air and water. The reported issue occurred during use for an unknown diagnostic procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was insufficient air and water supply due to foreign debris blocking the nozzle. The foreign debris was identified as black rubber like material. This finding was due to incorrect or insufficient reprocessing of the scope. Additional information was received from the sales representative on behalf of the customer indicating that upon inspection prior to use, clogging of the nozzle was not observed and that no other abnormalities were found during previous inspections of the scope. It was also noted that no scratches were observed on the nozzle. Cleaning sterilization and disinfection (cds) information was provided by the sales representative on behalf of the customer: the scope was cleaned with accessory mckesson medical-surgical (manufactured by olympus) model, mh-946 during reprocessing. The customer indicated that the scope is manually cleaned however, the facility does not use a decontamination machine. The last date that the scopes nozzle was changed was unknown. Additional information has been requested to obtain more detail on the facilities cleaning sterilization and disinfection (cds) process. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.